Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: unknown pin, therapy date: (B)(6) 2016. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00505, 0001822565-2017-01692.

Event description:
It was reported that during the initial surgery while taking the pins from the cut block, the pins must have been bent. Surgeon was unable to remove pin from the block.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the cut guide exhibits signs of repeated use and has a pin seized in one of its guide holes. The guide was dimensionally tested and was found to be conforming to print specifications. The other pin hole was tested with another gage pin and was found to function appropriately. Review of the complaint history determined that no further action is required as no were trends identified. Root cause identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00505, 0001822565-2017- 01692.

Event description:
It was reported that during the initial surgery while taking the pins from the cut block, the pins must have been bent. Surgeon was unable to remove pin from the block. No adverse events have been reported as a result of the malfunction